Event description:
Customer reports erratic urine occult blood results. She reports results varying from trace to large on samples tested. Performed a renal CT on one patient based on results but there was no adverse effect to patient health.

Manufacturer narrative:
Proper testing techniques were reviewed with the customer. Customer informed manufacturer that they may not be appropriately confirming result with visual read of strip. Upon follow up by manufacturer, customer stated that the issue seems to have resolved itself and that there is no further issue.